Manufacturer narrative:
An event regarding alleged "packaging issue" involving a triathlon baseplate was reported. The event was not confirmed. Device evaluation: could not be performed as the device was not returned. Medical records received and evaluation: not performed as medical records were not provided for review. A device history review confirmed all devices accepted into finished goods conformed to specification. No other events were reported for the lot indicated. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that while a right tka was being performed, implant was opened. The inner blister tyvek was adhered to the outer blister tyvek, and the foam covering the implant was adhered to the inner blister. Due to sterility concern, surgeon elected to not use the implant. Another implant was immediately available and there was no surgical delay. Procedure was completed successfully with no harm to patient. Rep has all packaging except the outer box, and will be providing pictures.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that while a right tka was being performed, implant was opened. The inner blister tyvek was adhered to the outer blister tyvek, and the foam covering the implant was adhered to the inner blister. Due to sterility concern, surgeon elected to not use the implant. Another implant was immediately available and there was no surgical delay. Procedure was completed successfully with no harm to patient. Rep has all packaging except the outer box, and will be providing pictures.